Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a gastric sleeve procedure, the black knob on the bottom of the handle fell off the device. There was no patient injury. No device fragment or component fell into the patient cavity. No device fragment was left in the patient cavity. The device was not used after the black knob was disengaged. To correct this condition, a new device was opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Black loading/unloading bottom button was disengaged from the device. It was found that the plunger was partially deformed indicating that button was assembled with plunger. The button was not returned with the product for evaluation. Performed functional evaluation of the devices and all the devices functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures of the device. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of disengaged or broken loading button may be attributed to an incorrect use of the device, against the instruction for use of the product that affected the proper functionally of the device. This might cause the necessity for the user to exert pressure on the button which results in the button disengaging or breaking off the plunger. The root cause of the observed damage was misuse of the product (handling rough) which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.